Event description:
In 2007, a patient underwent repair of a traumatic transection of the thoracic aorta using the gore tag thoracic endoprosthesis. A final angiogram demonstrated the presence of a proximal type I endoleak. A second procedure was successfully performed to implant an additional tag device and exclude the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional device implanted in this patient: tg2610.